Manufacturer narrative:
This report is submitted on april 14, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 to reposition 7 electrodes that were extruded. The implanted device remains.